Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found to be in the right ventricle. Significant change in the p wave measurements were noted. Additional information received indicated that dislodgement was confirmed through x-ray and surgical reposition will be scheduled. To date, this lead remains in service. No adverse patient effects were reported.